Event description:
It was reported that during the inspection of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, it was found that the rubber stopper popped out of the tube.product was not used, so there was no adverse effects on patients or medical staff.

Manufacturer narrative:
H6: investigation summary: no samples and 2 photos were returned by the customer in support of this complaint. Visual evaluation of the photos confirmed the reported defect, defective stopper molding. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the inspection of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, it was found that the rubber stopper popped out of the tube. Product was not used, so there was no adverse effects on patients or medical staff.

Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6) medical college. E.1. Initial reporter phone number: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that during the inspection of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, it was found that the rubber stopper popped out of the tube.product was not used, so there was no adverse effects on patients or medical staff.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 28dec2023. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: one (1) sample and 2 photos were returned by the customer in support of this complaint. Visual evaluation of the sample and photos confirmed the reported defect, defective stopper molding. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.